Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. The inner member and outer member (shaft) were stretched distal to the guide wire exit notch. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure, as it is likely the device interacted with the mildly tortuous lesion during advancement resulting in the reported failure to advance. Further interaction with the challenging anatomy and/or guide catheter during retraction of the device likely contributed to the reported material deformation (proximal bent, stretched and flared stent struts) and noted stretched inner/outer member. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous bifurcation at the distal left main (lm) and proximal left anterior descending (lad) artery. The 3.50x33mm xience sierra stent delivery system was advanced however failed to cross the lesion. The sds was removed without resistance. Outside of the patient, the proximal end of the stent was noted to be lifted. A new xience stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Return device analysis noted the inner and outer member shafts were stretched. No additional information was provided.